Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair, due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 10/24/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.